Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Recurrence of hernia and adhesions are known risks of surgery and are listed in the adverse reactions section of the instructions-for-use as possible complications. Note: the actual date of event is unknown, as reported by the decedent's attorney the patient underwent "multiple subsequent surgeries, the last occurring in (B)(6) 2018" therefore we are using 6/15/2018 as a date of event. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 4 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). This supplemental emdr represents the mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged the following ni/ni/2006 - the patient was diagnosed with a hernia. (B)(6) 2006 - the patient underwent hernia repair with a bard/davol ventralex hernia mesh product (device 1). As reported, in the years following the (B)(6) 2006 implant of the ventralex mesh (device 1), the patient underwent multiple surgeries due to the ventralex mesh implant (device 1), including multiple surgeries due to the failure of the ventralex mesh (device 1) causing recurrent hernias, which resulted in him being implanted with the bard/davol 3dmax mesh product (device 2), as well as other adverse reactions including, significant scarring, adhesions, and other serious injuries including chronic abdominal pain, and multiple subsequent surgeries, the last occurring in (B)(6) 2018. The patient's attorney alleges that the ventralex (device 1) and 3dmax (device 2) implanted in the patient are defective and as a result of having the hernia mesh products implanted, the patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, ¿there was a small recurrent umbilical hernia, and a ventralex mesh (device #1) was placed over the hernia defect and tacked to the underlying peritoneum.¿ (B)(6) 2006 - patient had chronic pain and abdominal adhesions thereby underwent lysis of adhesions. (B)(6) 2010 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair. Per operative notes, ¿the hernia sac was excised and sutured the defects.¿ (note: there was no mention/visualization of the previously placed ventralex mesh (device #1) during this procedure). (B)(6) 2010 - patient was diagnosed with chronic pain and scar at abdominal wall thereby underwent wound exploration and excision of scar tissue. Per operative notes, ¿scar tissue was noted near the umbilicus was taken down and lysed.¿ (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #2 - left inguinal hernia & device #3 - right inguinal hernia). Per operative notes, ¿a small direct hernia was identified and reduced all the contents. A large 3dmax mesh (device #2 ¿ left side & device #3 ¿ right side) was placed and tacked to the abdominis muscle using sutures.¿ (B)(6) 2017 - patient visited hospital for pain around umbilicus. (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent repair with removal of mesh. Per operative notes, ¿the mesh (device #1) was identified, transected the mesh and excised circumferentially.¿ (B)(6) 2018 - patient underwent debridement and washout of abdominal wall wound. Attorney alleged that the patient had adhesions, bowel obstruction, bowel incontinence, infection, mesh migration, pain & suffering and hernia recurrence.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Recurrence of hernia and adhesions are known risks of surgery and are listed in the adverse reactions section of the instructions-for-use as possible complications. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard/davol 3dmax (device 2). Note: the actual date of event is unknown, as reported by the decedent's attorney the patient underwent "multiple subsequent surgeries, the last occurring in (B)(6) 2018" therefore we are using (B)(6) 2018 as a date of event. Note: not returned.

Event description:
The patient's attorney has alleged the following ni/ni/2006 - the patient was diagnosed with a hernia. On (B)(6) 2006 - the patient underwent hernia repair with a bard/davol ventralex hernia mesh product (device 1). As reported, in the years following the (B)(6) 2006 implant of the ventralex mesh (device 1), the patient underwent multiple surgeries due to the ventralex mesh implant (device 1), including multiple surgeries due to the failure of the ventralex mesh (device 1) causing recurrent hernias, which resulted in him being implanted with the bard/davol 3dmax mesh product (device 2), as well as other adverse reactions including, significant scarring, adhesions, and other serious injuries including chronic abdominal pain, and multiple subsequent surgeries, the last occurring in (B)(6) 2018. The patient's attorney alleges that the ventralex (device 1) and 3dmax (device 2) implanted in the patient are defective and as a result of having the hernia mesh products implanted, the patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.